Manufacturer narrative:
R.e. Elliott et al. Vagus nerve stimulation in 436 consecutive patients with treatment-resistant epilepsy: long term outcomes and predictors of response. Epilepsy & behavior 2011;20:57 -63.

Event description:
It was reported in an article following 436 consecutive pts implanted with vns that three pts died due to status epilepticus which was directly related to the pt's epilepsy. This MDR is reporting the second of the three pts that died due to status epilepticus. Good faith attempts to obtain add'l info including pt and product info to determine if this event has been previously reported to the MFR have been unsuccessful to date.